Manufacturer narrative:
Updating health effect impact code (f) to only include: 4625, 4614, and 4641. Updating type of investigation (b) to only include: 4112, 4109, 4110, 4115, and 4111. Updating investigation conclusions (d) to only include: 4315.

Manufacturer narrative:
The physician is not alleging a product malfunction caused or contributed to the patient adverse event and the product was not returned to endogastric solutions (egs) for evaluation. The device was discarded at the medical facility by the hospital staff and is unavailable for return to egs. The physician is alleging the tif procedure may have caused/contributed to the patient's bleeding. Based on the available information received by egs, the cause of the reported incident could not be conclusively determined.

Event description:
The patient underwent a tif procedure with no reported esophyx device malfunction and the patient was discharged home the same day. The patient returned to the hospital the next day with reported bleeding. A laparoscopic procedure was performed to treat the bleeding and the patient was given multiple units of blood during treatment. The patient reportedly has a history of bleeding issues.